Event description:
Healthcare professional additionally reported overfilled volume by 100cc.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., g.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, black, yellow and white particles. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identified a sharp crease opening on posterior side, non penetrating nicks. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Patient reported right side deflation and "concern with product." Healthcare professional overfilled volume by 100cc. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and use error.

Event description:
Patient reported right side deflation, "concern with product," and device was implanted after expiration date. Device remains implanted.